Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A proposal for the sib board was provided to the customer and not accepted at this time. No further information is available regarding the resolution of the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a manifold pressure sensor error preventing mechanical ventilation. There was no report of patient involvement.